Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 528mg/dl. Customer states that earlier in the day sensor glucose was 262mg/dl and blood glucose was 196mg/dl after this event when his father picked him up it was 528mg/dl. The site stated event is anticipated. Injection was given for correction and site was changed. Insulin pump will not be return for analysis.